Event description:
The leads may have dislodged due to movement the pt made while working on his car. The pt had a bruise in the same area of the stimulation complaint in his lower back. The pt had an appointment with his hcp. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).